Event description:
The pt reported experiencing low blood glucose 30 mg/dl for the past 6 weeks. He believes the infusion device delivers too much insulin. The pt's normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.